Manufacturer narrative:
H6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare loop failed to cut the polyp. The procedure was completed with the original device. There were no patient complications reported as a result of this event.